Event description:
Reportedly, the procedure was a retrograde case to the highly calcified lcx, physician tried to cross the lesion with several guidewires that was exchanged one after the other, with support by a microcatheter, finally subject asahi gaia second guidewire was placed. Another unknown guidewire with unknown microcatheter were advanced in an antegrade manner to the target lesion. When the physician attempted to cross the lesion with subject gaia second guidewire, it was felt that the guidewire got stuck in the microcatheter, upon pulling the guidewire back, it was found broken. All the devices were taken out. The cto was not table to be opened, but there was no patient impact. The broken fragment of the guidewire was taken out with the microcatheter in stuck condition.

Manufacturer narrative:
(B)(4). Proximal portion was returned as a single unit, broken distal portion was returned being stuck in the micro catheter. Guidewire core wire was found broken at 145mm from proximal end of the coil section, or approx. 5mm from tip end, trace of continued clockwise rotation was observed at the breakage site. Coil was stretched over the core wire from the proximal end brazing point, was roundly bent for approx. 5mm at the distal of the core wire breakage site, and was broken after tangling on itself due to rotational force. Lot history review reveled no anomaly with this lot products. No other event was reported for this lot. Based on the provided information and the outcomes of the investigation of returned device, it is interfered that, when the crossing of guidewire through the target lesion was attempted, devices might get stuck each other temporally due to complex circumstance of the condition of target lesion, the anatomical condition of the selected vessel, manipulation to the devices, where rotational manipulation was continuously made, core wire was twisted and broken due to the force exceeding the product design limit, the rotation was transmitted to the coil wire and coil was tangled and broken.